Event description:
The patient has continued to have persistent headaches, denies any nausea or vomiting. He has had decreased appetite and he has a slit ventricles on his most recent CT. The patient was taken to the operating room were he underwent intubation without difficulty. An electrosurgical coagulator was then used to free up the scar tissue from the silastic dome of the rickham reservior, found the rickham reservoir was disconnected from the ventricular catheter. A coagulator was then used to free up the ventricular catheter by slowly pulling on the ventricular catheter. The ventricular catheter was passed to a depth of 5.5 cm. The evd was secured with a suture. After ensuring hemostasis, the incision was closed.======================health professional's impression======================found the rickham reservoir was disconnected from ventricular catheter. A known problem with medtronic bioglide catheter. The manufacturer is aware of this problem and has issured a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to 1134-2009).